Manufacturer narrative:
1. DHR/bhr review (lot#: 4109415): 1) the products of this batch were assembled at intima ii auto line 2 in may 2024, and packaged at r240 package line in may 2024. Work order quantity was (B)(4) ea. 2) review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3) review the production records with no nonconformance, deviation or rework activities. 2. No defective sample and photo have been received for the complaint ,the state of the foreign matter and its specific location cannot be identified. 3. Check the retained samples of this batch, no foreign matters are found. 4. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormalities are found in the process and retained samples, and no similar complaints have been received from other hospitals about this batch of products. As the status and composition of the stains on the surface of the indwelling needle cannot be confirmed, the root cause of this defect cannot be determined. The plant will continue to pay attention to and monitor such defects.

Event description:
No additional information available.

Event description:
It was reported that bd intima-ii 24gax0.75in prn slm npvc had foreign matter date of incident: (B)(6) 2025 the nurse removed the prn cap when performing the puncture. After connecting the prefilled syringe, foreign matter was found in the cannula. Use was immediately discontinued and a new cannula was replaced. The adverse event was reported.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.